Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Medical records reviewed for MDR reportability. Left knee revised to address pain and aseptic loosening of the tibial base plate at the cement to implant interface. Femur and patella components were well-fixed and not revised. Doi: (B)(6) 2015; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports: 1 related to implant loosening, and 1 further unrelated report. Total for lot number:2 ((B)(4)). Complaints received by (B)(4) in the last 12 months for this issue ¿ by product code: 77. By product family: 134 (50x smartset hv, 84x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.